Event description:
It was reported that the bd syringe 0.5ml 31ga 6mm experienced hub separation from the device. The following information was provided by the initial reporter: needle stuck inside the syringe.

Manufacturer narrative:
Initial reporter name and address: initial reporter phone #: (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned an image of a 0.5ml, 31 guage, 6mm syringe. The customer reported that the needle was stuck inside the syringe. The photos were examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 1172300. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photo received, embecta was able to confirm the customer¿s indicated failure of needle hub separate. A definitive root cause cannot be determined. Corrective action: CAPA has been completed which addresses this issue. H3 other text : see h10.

Event description:
It was reported that the bd syringe 0.5ml 31ga 6mm experienced hub separation from the device. The following information was provided by the initial reporter: needle stuck inside the syringe.